Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their tongue, and they have pain and pressure in their right upper teeth. They have tried filing down their aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.